Event description:
New information received states that the right ventricular lead also exhibited high defibrillation lead impedance.

Manufacturer narrative:
The reported events of noise and high pacing impedance were not confirmed. A partial lead with only the distal end of the lead was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert via patient notifier. Upon interrogation, noise resulting in oversensing was noted on the right ventricular lead and the device was charged but the therapy was withheld as it redetected sinus. Programming changes were suggested, and lead revision was recommended. The patient was scheduled for lead revision. The right ventricular lead was explanted and replaced. The patient was stable before, during and after the procedure.